Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, it was reported that damage to the pump housing caused difficulty loading cartridges. Customer continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.